Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f corrected data: e. Street address was missing the street number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment of a transcatheter valve in a previously implanted 21 millimeter (mm) non-medtronic (trifecta) surgical aortic valve, the implant depth on the non-coronary cusp (ncc) was approximately 2 mm, and the implant depth on the left coronary cusp (lcc) was approximately 3 mm. The lower edge on the ncc side of the valve appeared to be constricted; therefore, the valve was recaptured. During recapture, tension was applied while pulling toward the ascending aorta, and recapture was successfully performed within the sinus of valsalva (sov). Upon the second deployment attempt at the point of not recapture (ponr), and infold was observed on echocardiogram and contrast imaging, and the valve was subsequently recaptured. Upon the third deployment attempt, the infold was observed again. Therefore, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received to report a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012685664); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment of a transcatheter valve in a previously implanted 21 millimeter (mm) non-medtronic surgical aortic valve, the implant depth on the non-coronary cusp (ncc) was approximately 2 mm, and the implant depth on the left coronary cusp (lcc) was approximately 3 mm. The lower edge on the ncc side of the valve appeared to be constricted; therefore, the valve was recaptured. During recapture, tension was applied while pulling toward the ascending aorta, and recapture was successfully performed within the sinus of valsalva (sov). Upon the second deployment attempt at the point of not recapture (ponr), and infold was observed on echocardiogram and contrast imaging, and the valve was subsequently recaptured. Upon the third deployment attempt, the infold was observed again. Therefore, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: g3. Date MFR rec was documented incorrectly in supplemental 001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment of a transcatheter valve in a previously implanted 21 millimeter (mm) non-medtronic (trifecta) surgical aortic valve, the implant depth on the non-coronary cusp (ncc) was approximately 2 mm, and the implant depth on the left coronary cusp (lcc) was approximately 3 mm. The lower edge on the ncc side of the valve appeared to be constricted; therefore, the valve was recaptured. During recapture, tension was applied while pulling toward the ascending aorta, and recapture was successfully performed within the sinus of valsalva (sov). Upon the second deployment attempt at the point of not recapture (ponr), and infold was observed on echocardiogram and contrast imaging, and the valve was subsequently recaptured. Upon the third deployment attempt, the infold was observed again. Therefore, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received to report a procedural delay occurred as a result of the infold.